Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in pacing inhibition for more than two seconds in duration on the right ventricular (rv) lead following radiation therapy. The noise appears to be myopotential in nature. The patient is pacemaker dependent. The impedances have been stable with the exception of once instance where there was a slight decrease however the amplitudes have been quite variable. The device sensitivity was reprogrammed to mitigate the oversensed noise and the patient will be monitored. The physician also expressed concern about the variability in the expected longevity. A copy of the device's memory was preserved and submitted for analysis. Boston scientific confirmed that the changes in longevity estimates are reflective of the additional telemetry sessions following the radiation therapy. This is expected behavior. Boston scientific technical services (ts) recommended checking the longevity again one month after the last radiation therapy session to allow the battery time to recover and provide a more accurate remaining longevity. No adverse patient effects were reported. The patient will be monitored and the device and lead remain in service.